Manufacturer narrative:
The device was sent for further evaluation to measure the activation space within the device. The returned plate was determined to have an activation space height of ~0.00165 to ~0.00315 inches depending on measurement location. Activation space height measurements of a known functional reference device were ~.0142 inches. Therefore, the measured activation space heights of the complaint device are all smaller than that of the known-functional reference device. This suggests that the returned device does not have a large enough activation space to allow portions of the device to move over and past each other during rotation/torquing, which would prevent the ratchet function from ratcheting. It is unclear how or why the part's activation space is smaller than expected. No definitive conclusion on the root cause can be made. Corrected data: the following coding in h6 were updated: -investigation findings code (annex c) updated to 4211- incorrect dimension, -investigation conclusions code (annex d) updates to 4315- cause not established.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 3701-1511n-s ratcheting compression plate 15x11 was returned for evaluation. The returned part was examined with magnified photography. The returned plate appeared unused as the position indicator alignment marks on top of the plate remain in-line as seen on drawing 3701-tab01 which denotes the in-line marks as a marking requirement. If the device had been actuated/ratcheted, these would be out-of-alignment. There was very light wear/debris on the returned plate; slight scratches on the bottom of the plate and one piece of debris in a channel on the plate's underside. There were no other remarkable items to report about the returned plate. A functionality test was not conducted for this part. The acumed surgical technique en ratcheting compression plating sys fna10-01-d page 13 step 9 note 2 states "this is a single-use implant and once actuated the implant cannot be released and reset." Any attempt to engage and adjust the ratchet would permanently alter the part from its returned state, irrevocably changing the only piece of physical evidence submitted from the field for this event. Physical adjustment of the ratcheting mechanism could also potentially modify the activation space vertical gapping prior to potential further quality inspections, which is non-desirable. As such, the device has gone for further evaluation and results of this evaluation are pending. A follow up report will be submitted with the findings of this further evaluation.

Event description:
It was reported during the surgery, the 3701-1511n-s 15 x 11 mm ratchet plate did not move or compress. The surgeon removed the plate and used a different plate 3701-1714n-s 17 x 14 mm ratchet plate to complete the surgery. It caused a 15-minute delay in the surgery.